Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing and eating breakfast while using the ilet with a 23-inch tubing, 6 mm cannula infusion set placed on the abdomen, with no leaks or odors noted at the site and no device alerts or alarms; the user planned to replace the infusion site after a shower. Symptoms included elevated blood glucose values up to 289 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing or ketone action, and no medical intervention or hospitalization. Investigation included troubleshooting and user education, confirmation of proper loading and infusion set steps, site inspection guidance, and recommendation to replace the infusion set. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.